Manufacturer narrative:
One device was returned for repair in used condition with reported complaint of failed accuracy test 7.9%. This device has not been serviced within the review period. No problem was found in event history log. Visual and accuracy testing was performed, and the problem was not replicated. No problem was found. The device passed all functional tests.

Event description:
It was stated that the device failed the accuracy test by 7.9%. The event occurred during testing. There was no delay in therapy. There was no physical damage reported. There was no patient involvement.

Manufacturer narrative:
(B)(6) h3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.